Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement which was confirmed via x ray. The physician stated that the patient was not healthy enough for lead revision. As of this time, this ra lead remains in service. No adverse patient effects were reported.